Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 insulation from the forceps came off in the leg. The insulation was retrieved by using the jaws of the cautery. The jaws were not open at all. No resistance was noted while inserting the harvesting tool. The vein was not damaged. Not much delay, just had to wait a minute for a new kit to be opened to complete the procedure. No additional incisions or procedures required. The patient received a small tissue burn inside the leg.

Manufacturer narrative:
(B)(4). Corrected section: h4- corrected date. The device was returned to the factory for evaluation on 01/30/2023. An investigation was conducted on 02/09/2023. A photograph was provided. A photographic inspection was conducted. The photograph provided was of the device label, and not of the actual device. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the cannula. The c-ring was observed to be intact. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The black sheath was observed to be peeled away from the shaft of the device, exposing the inner metal portion of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. The lot # 3000242861 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17464-on may 18, 2022, the compressed air system failed and needed to be repaired. The repair and qualification for production took more than one day to be completed. The testing requiring compressed air could not be completed in the required time. Therefore, the following products were included in this ncmr for evaluation . Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 insulation from the forceps came off in the leg. The vein was not damaged but a second device had to be opened to complete the procedure. The patient received a small tissue burn inside the leg.